Event description:
It was reported there was a scs puncture trial with a defective lead/adaptor connection. Further information received reported that during an scs trial on (B)(6) deformed tip of the adaptor connection was detected resulting in connection of the lead to the octad adaptor not possible. It was reported that as connecting the lead directly to the snap-lid connector cable achieved power supply successfully and because it was a puncture trial, the physician determined to continue the trial without using a new lead (the adaptor was not used). It was noted the product in concern was to be collected after the completion of the trial a week following the report and there was no particular problem that had been observed with regard to the health hazards to the patient. It was logged that "the same event also occurred last time, making it not possible to connect to the adaptor." It was reported "there may be a problem with the product durability" and "the tip might have possibly damaged when connecting to the snap-lid connector cable. It was noted that product analysis was requested and that it was a product to be implanted in the body. Additional information received reported there was no malfunction seen or cause of the issue determined. It was also reported the patient was receiving effective therapy at the time of report and there were no devices available for return to the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), product type extension; product ID 3708160, serial # (B)(4), product type extension. (B)(4).